Event description:
On 30-sep-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with ketones, resulting in an ER visit. The user received emergency medical evaluation and treatment and was discharged. The user recovered and no long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia with ketones requiring emergency medical evaluation while using the ilet. This situation can result in acute metabolic decompensation requiring urgent medical intervention and is consistent with the reported ER visit. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia on the reported event date beginning after insulin dosing was manually paused for an extended period. Although dosing later resumed, the cartridge ran out of insulin shortly afterward, and persistent hyperglycemia despite cartridge replacement suggests a likely failed infusion set or other fluid-pathway issue contributing to insufficient insulin delivery. Based on available information, the event was associated with prolonged manual insulin suspension and inadequate insulin delivery, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.